Event description:
Caller reported that multiple cartridges did not fit properly onto the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.